Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(4)): no infusion.

Manufacturer narrative:
This report has been identified as b braun (B)(4)internal report (B)(4). No sample is available for investigation. We have informed our production site accordingly. A f/u report will be provided after the statement is available.